Manufacturer narrative:
The lot number for the device was provided; therefore, a lot history review is currently being performed. The device was returned to the manufacturer for evaluation. The company is still investigating the issue at this time. The device is labeled for single use. The catalog number identified in section has not been cleared in the us, but is similar to the MRI l/p port w/brov 6.6f products that are cleared in the us. The pro code for the MRI l/p port w/brov 6.6f products is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0603880ce implantable port allegedly experienced fluid leak. This information was received from one source. One patient was involved with no patient consequences. Age, weight, and sex was not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0603880 implantable port allegedly experienced fluid leak. This information was received from one source. One patient was involved with no patient consequences. The patient was a 61 year old female and weight was not provided.

Manufacturer narrative:
H10: the lot number for the device was provided; therefore, a lot history review was performed. The device was returned to the manufacturer for evaluation. The investigation is confirmed for catheter and cath-lock detachment, leak and disconnection issue. A definitive root cause could not be determined based upon available information.the device is labeled for single use. H10: g4. H11: b5, d1,h2, h6(result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0603880 implantable port allegedly experienced fluid leak. This information was received from one source. One patient was involved with no patient consequences. The patient was a 61 year old female.

Manufacturer narrative:
H10: the lot number for the device was provided; therefore, a lot history review is currently being performed. The device was returned to the manufacturer for evaluation. The company is still investigating the issue at this time. The device is labeled for single use. H10: g4. H11: d1, d4, g1, h2, b5, h6(method 1). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.